Manufacturer narrative:
The reported event of stuck stylet was confirmed. A partial lead was returned in two pieces. The cause of the reported event was isolated to stripping of the stylet ptfe coating and excessive forces while trying to remove the stylet.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient underwent the initial implant. During the procedure, the stylet got stuck when trying to pull out of the left ventricular lead, and a wire came out from the lead with the stylet. The physician suspected that there was something sticky on the stylet or the lead. The lead was not used and a new lead was implanted successfully. The patient was stable throughout the whole procedure.

Manufacturer narrative:
Correctional information patient identifier and date of birth.